Event description:
It was reported that the insulin pump has multiple sensor issues and may have been exposed to moisture. Customer's blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: unable to charge due to damaged pin # 5. Unable to perform the functional test due to charge anomaly. Unit received with damaged pin #2 and contamination all pins.